Event description:
Devilbiss healthcare was notified on (B)(6) 2022 of a complaint involving a model 7305p-d suction unit. The home medical equipment supplier stated, "the unit is no longer suctioning." There was no report of illness or injury associated with this complaint. The FDA product category for suction devices is very broad, and the devilbiss suction device is not continuous or automatic and is not a life support or life sustaining device. The devilbiss suction device is used on demand for periodic, intermittent, and brief suctioning of fluids from the user's airway, as part of a respiratory care system intended to have several redundancies in place to reduce the risk of serious injury or death. Devilbiss healthcare has requested the unit be returned for evaluation and will file an update as soon as additional information becomes available.